Event description:
User facility reported that the device was placed in patient use on (B)(6). On (B)(6), the user attempted to remove the disposable inner cannula for cleaning but could not. In response, the tracheostomy tube was removed from patient and then patient was re-intubated with another tracheostomy tube. No permanent adverse effects to patient reported. Reporter could confirm the inner cannula had been cleaned at least daily before the issue occurred.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.